Event description:
It was reported that the leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-adapters. Upn: m365sc9208150. Model: sc-9208-15. Serial: (B)(6). Batch: 7072940.